Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495832, was included in the recall.

Event description:
Procedure performed: cholecystectomie. Event description: [ame translation]. Use of a clip during cholecystectomy. When the clips are placed on the cystic duct and then on the cystic artery, only one clip comes out correctly. The surgeon, away from the patient, has to manipulate the clip several times several times before two or three clips emerge. No patient injured. Intervention: takeover of a new clip. Patient status: no patient injure.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495832, was included in the recall.

Event description:
Procedure performed: cholecystectomy. Event description: [ai translation]. Use of a clip during cholecystectomy. When the clips are placed on the cystic duct and then on the cystic artery, only one clip comes out correctly. The surgeon, away from the patient, has to manipulate the clip several times several times before two or three clips emerge. No patient injured. Intervention: takeover of a new clip. Patient status: no patient injury.